Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Bg level was corrected with a bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer will continue to use the current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.